Event description:
While attempting to deliver the stent, the physician was not able to cross and decided to remove through a 6f sheath. The visi-pro stent came off the balloon and was successfully retrieved through 10 f sheath.